Manufacturer narrative:
The customer was sent a replacement power adapter to resolve the issue. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
The customer reported on (B)(6) 2017, that her pump was not working with her adapter and the screws on the outside of the housing came lose and she could see inner electronics, which is a safety risk. The customer stated that she has now taped the adapter back together.